Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error and did not infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR: the correct aware date to be 25 feb 2025. Additional information: h6, h11. H11: the device was received for evaluation. An event history log review was performed, and it was noted that there was a system error 21515 (uso sensor failure low). Functional testing was performed which included downstream (distal) occlusion sensor testing, upstream occlusion sensor testing, flow rate accuracy testing, and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.